Event description:
It has been reported to philips that the footswitch was not functioning. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the fluoro footswitch was not working. Rse ordered wired footswitch. Customer replaced the wired footswitch. After replacement the device was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.